Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt when performing electrical testing, the lead pulled back due to the patient's anatomy. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because the reported complaint cannot be substantiated via save to disk analysis. If information is provided in the future, a supplemental report will be issued.